Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required alarm occurred related to ac power supply. The device's system board was replaced preventively.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required alarm occurred related to ac power supply. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.